Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) and advised the hp that the alarm indicates air has entered set up. The tsr had the hp recycle power and advised the hp that therapy has ended and will need to start over with new supplies or do manual exchange. The hp stated they will do a manual exchange. Product surveillance contacted the patient on (B)(6) 2011. According to the patient she did not observe any holes, leaks, or defects in the supplies. The patient discarded the supplies and started over with new ones. Therapy has been resumed with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be requested. Should any additional information become available, a follow-up report will be submitted.